Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned item found it to exhibit signs of repeated use and have one of components disassembled / missing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported to be missing bearings. Devices are generally damaged during washing and returned to the territory warehouse in that condition. No additional information is available.